Manufacturer narrative:
Additional product analysis: additional analysis of the device revealed no anomalies. Further analysis of the logs found that the programmer application lost connection with the base and a very high bluetooth noise was observed and latency was observed from the patient connector, noting it went quickly above one second, which often means a strong source of noise was started nearby. The root cause was unable to be established. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer application was not responsive after launching the analyzer. The session was ended and the application was restarted. It was noted that the option to open the analyzer did not appear in the menu and a different menu had to be used to access connection to the base. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the application was unresponsive after launching the analyzer, the device passed all tests. It was to be sent on for failure analysis and further investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer base was returned for analysis.